Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and tandem-provided wall power adapter. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer. A new wall adapter and charging cable were sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.